Event description:
It was reported that removal difficulty occurred. A 70% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (lad). A 24 x 3.00 promus elite drug eluting stent (des) was advanced for treatment. However, it did not cross the lesion. The physician removed the stent, however it was noted to be stuck in the proximal lad. The guide catheter, guide wire and the stent were removed successfully as a single unit after several attempts, and it was noted that stent strut was lifted at the distal end. The procedure was completed with a new 3.0 x 24mm promus elite des. There were no patient complications nor injuries reported and the patient status was fine.

Event description:
It was reported that removal difficulty occurred. A 70% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (lad). A 24 x 3.00 promus elite drug eluting stent (des) was advanced for treatment. However, it did not cross the lesion. The physician removed the stent, however it was noted to be stuck in the proximal lad. The guide catheter, guide wire and the stent were removed successfully as a single unit after several attempts, and it was noted that stent strut was lifted at the distal end. The procedure was completed with a new 3.0 x 24mm promus elite des. There were no patient complications nor injuries reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR.: promus elite us mr 24 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped position. The undamaged stent outer diameter is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.